Event description:
The customer contact reported during testing at the user facility the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The cause of the customer's reported whitescreen was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.